Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 500 mg/dl. Customer states she treated and everything was fine. Troubleshooting was offered but customer declined. The customer's set will be replaced and the most current blood glucose level is 180 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.